Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding taper corrosion involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: clinician review of the provided records concluded "there is no confirmation that the amount of corrosion described within the femoral head/trunnion articulation was more than normally expected after several years in situ and was responsible for the symptoms described in both hips." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the reported corrosion could not be confirmed nor the root cause determined as the device was not returned for inspection.

Event description:
It was reported that patient had right hip revision due to pain and metalosis resulting in loss of musculature.

Event description:
It was reported that patient had right hip revision due to pain and metallosis resulting in loss of musculature.